Manufacturer narrative:
The event of "capsulotomy baker grade 3" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with capsulotomy baker grade 3 visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture with capsulotomy baker grade 3". This record is for the right side. Device was explanted.